Event description:
The complainant reported the patient was on impella cp support due to the patient decompensating. While on support, the patient was septic and had cardiogenic shock mix. Cardio version was performed for the arrhythmia issues. Additionally, the staff suspected the patient had heparin induced thrombocytopenia. The staff switched the purge to dextrose five percent and systemic blood thinners. Furthermore, the patient had a gastrointestinal bleeding. Four clips were placed and two units of packed red blood cells were provided. The patient was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.